Event description:
A physician reported an ectopic pregnancy for a patient that he implanted with the essure micro-inserts on (B)(6) 2009. On (B)(6) 2009, the patient presented in the ER with pain; ectopic pregnancy diagnosed. A salpingectomy was performed (date unknown) and pregnancy terminated; patient is doing well following the procedure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.